Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to always keep the hands on the master tool manipulator (mtm) while in following mode. The procedure was completed using the same configuration. It was confirmed with the customer that there has been no more unintentional movement of the right mtm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the right master tool manipulator (mtmr) moved downward once unintentionally, thus the corresponding instrument moved downward. The surgeon noted that the mtmr may have slipped from the surgeon's hand while he was re-grasping the mtmr causing unintentional downward movement of the mtmr. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to always keep the hands on the mtm while in following mode. The procedure was completed using the same configuration. It was confirmed that there has been no more unintentional movement of the mtmr. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without issues. The customer used all 4 arms and the same instrument that moved downward to continue the procedure. There was no patient injury.